Manufacturer narrative:
Citation: rios r et al. Melody® pulmonary valve implantation in two teenage patients with congenitally corrected transposition of the great arteries status after senning atrial switch operation. Cardiology in the young 2016; page 1 of 5. Doi:10.1017/s104795111600158x. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature of a (B)(6) year-old male patient with worsening right ventricle-to-pulmonary artery conduit obstruction who underwent implant of a medtronic melody bioprosthetic valve (serial number not provided). Following implant, there was a 5 mmhg gradient noted. Four months following implant, echocardiogram revealed mild conduit stenosis with a peak gradient of 35 mmhg. No treatment was required. No additional adverse patient effects were reported. Medtronic received information via literature of a female patient with worsening right ventricle-to-pulmonary artery conduit obstruction and underwent implant of a medtronic hancock conduit (serial number not provided) at (B)(6) years old. Eleven years following implant, the (B)(6) year-old patient developed progressive right ventricle-to-pulmonary artery conduit stenosis with a peak gradient of 67 mmhg. A medtronic melody bioprosthetic valve was positioned within the conduit. A residual 13 mmhg gradient was noted. No treatment was required. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.